Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported pain and rupture related to the right side. Device remains implanted.

Event description:
Patient reported pain and rupture related to the right side. Additionally reported "hardening and leakage at the rear" diagnosed via breast screening. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified observed red biological tissue and red particles in the shell. The device is not rupture.

Event description:
Patient reported pain and rupture related to the right side. Device remains implanted.